Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the customer was unable to pull a medication for a patient due to the absence of a checkbox. Myqlink showed that the medication was requested through rxverify but was rejected because the prescription had not yet been received. A technical support specialist contacted the pharmacy to request an edit or approval of the rejected request, but the pharmacy user was unavailable. The customer was informed that a callback from the pharmacist was pending. The customer stated that user might need to transfer the patient, and the technical support specialist confirmed that the medication was dispensed shortly after the case was created. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, users were unable to pull medication. The customer stated that this malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries were reported as a result of this incident.